Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set would not flow during priming. The reporter stated that all clamps were open. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One actual sample and ten (10) retained samples were received for evaluation. Visual inspection of the returned samples did not identify any abnormalities that could have contributed to the reported condition. The actual sample was not contained in the primary package, and the retained samples shows that the tubings are in good condition. Functional testing (free-flow testing) was performed, and there was no flow. Injected air showed a no flow at the level of the assembly between the drip chamber and the yellow tubing due to an occlusion. The reported problem was verified. The cause was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.